Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During the processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported the patient is experiencing ineffective therapy. Patient stated therapy has never been effective. Reprogramming was unable to address the issue. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.